Event description:
Surgeon was attempting to use stapling device. Part of the device fell off. There was no injury to the patient and the device was removed from the sterile field.======================manufacturer response for eea hemorrhoid and prolapse stapler, (brand not provided) (per site reporter).======================generally we do not receive updates from the manufacturer; we receive a replacement in these cases. The representatives from the company happened to be at our location when the device broke; the device was given to them following the incident. The representatives stated that they would follow up on this issue. Thank you.